Event description:
It was reported that the guidewire (subject device) was not tracking in the microcatheter, so it was removed and placed into a saline bowl. The guidewire was noted to be flaking in the saline bowl and had not been inserted far enough to enter the patient. The procedure was completed with another device of the same type. It is unknown what section of the guidewire was flaking. There were no adverse consequences for the patient and no delays to surgery as a result of this.

Event description:
It was reported that the guidewire (subject device) was not tracking in the microcatheter, so it was removed and placed into a saline bowl. The guidewire was noted to be flaking in the saline bowl and had not been inserted far enough to enter the patient. There were no adverse consequences for the patient and no delays to surgery as a result of this.

Manufacturer narrative:
The subject device has not been returned.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned and found to have the ptfe (polytetrafluoroethylene) coating scraped/peeled. No friction was noted during functional test with a demo microcatheter. No other anomalies were observed. Review and analysis of available information was unable to identify a definitive cause for the reported event.